Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump had a broken reservoir tube lip, a cracked reservoir tube window, a cracked display window corner, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the insulin and the reservoir. Customer filled the reservoir and took the tubing out of her body. Customer stated that insulin went everywhere. Customer stated that the pump then showed button error and says that a button was pressed for more than 3 minutes. Customer's blood glucose is 200 mg/dl. Customer stated that the button error alarm did not occur after the pump was exposed to moisture. Customer stated that she just woke up and was unsure if she pressed a button for 3 minutes or longer. Customer was unable to clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer stated that she does not have a back-up plan. Customer was advised to contact her health care provider for a back-up plan.